Event description:
The patient reported that an implantable cardiac monitor migrated in a their chest. The monitor remains in use. No patient complications were reported as a result of this event.

Event description:
The patient reported that an implantable cardiac monitor migrated in their chest. It was further reported that there were false episodes of asystole recorded on the device. The monitor remains in use. No patient complications were reported as a result of this event.

Event description:
The patient reported that an implantable cardiac monitor migrated in their chest. It was further reported that there were false episodes of asystole recorded on the device. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a sensing issue. The lifetime asystole episode counter was 686 and there were episodes of no electrogram signals.